Event description:
Boston scientific received information that this patient was admitted to the hospital due to therapy delivered by the device. Upon interrogation of the device it was noted that the patient received inappropriate anti tachycardia therapy as well as inappropriate shocks due to noise and oversensing on the right ventricular lead. In addition, pacing impedances were out of range and provocation maneuvers revealed diaphragmatic stimulation. A lead fracture was alleged and a revision has been planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that the lead was surgically abandoned and a new lead was implanted.